Manufacturer narrative:
The site has been contacted, and has been asked to follow-up with the pt to try to locate the missing jaw pin. The site did contact the staff involved in this procedure, and they did not notice the missing jaw pin during use of the device. If further info is received from the site a follow-up report will be sent. Although failures of the jaw pin had a low rate of occurrence they were addressed in december of 2006 through several corrective actions. The jaw pin fixture was redesigned and rebuilt. A test fixture was designed and implemented into on line production testing. Production maintenance has been trained in the maintenance of these fixtures. The incident device was manufactured prior to these corrective actions.

Event description:
The report on the incident device only stated that it did not work. The evaluation of the incident device in 2007 found that the jaw hinge pin is missing. The site has been contacted with this info. The procedure was a laparoscopic left colonoscopy.